Manufacturer narrative:
Upon revision of the manufacturer it was changed from beckman coulter brea, california to beckman coulter miami, florida.

Event description:
Customer reported an approximate 200 channel drop in forward scatter (fs) signal over a one month period of time on flow check pro beads when using the navios flow cytometer. During this time the customer was compensating for the drift by adjusting the fs voltage and lymphocyte gate. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
An internal review revealed that the legal manufacturer information submitted in the initial report (and a subsequent follow-up #1) was incorrect; the corrected information is provided in this follow-up report.

Manufacturer narrative:
(B)(4). (B)(6). A beckman coulter field service engineer (fse) evaluated the analyzer and reported that the forward scatter (fs) signal dropped from channel 750 to channel 540 over a period on one month. The fse reported that the side scatter (ss) and all the fluorescences were relatively stable during this time. The fse adjusted the alignment of the argon laser using the pico motor adjustment resolving the problem. Any issues would be apparent to the operator when running flow check pro beads and controls. (B)(4).